Event description:
The customer reported that the image size on crt monitor varies by adjusting the contrast. Also an abnormal sound came out of monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the monitor. The system operates as intended.